Manufacturer narrative:
The product has been discarded and is not available for return for evaluation. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
Patient (pt) called and informed visioncare customer relations department that in 2009 he/she was diagnosed and treated for an acanthamoeba infection and ulcer in the left eye. Pt reported wearing acuvue brand contact lenses, it is unknown which specific product the pt wore. Pt stated the treating eye care professional (ecp) informed him/her that the infection was caused by wearing contact lenses while mowing the lawn or doing yard work. Ecp assistant confirmed by reading records that pt was treated for corneal ulcer. Records were received from the pt's current ecp. Pt records indicate an os corneal scar and os visual acuity 20/200 "barely shadowy." A mini scleral design contact lens was fitted os. Records did not indicate history or diagnosis of acanthamoeba keratitis. Medical records department at the treating physician, as named by pt, was contacted for records. Informed by the medical records department that pt records from 2009 are no longer available regarding pt's initial 2009 diagnoses and treatment. The lot number of the product in question is unknown.